Manufacturer narrative:
This report is being submitted to report investigation findings. Physical evaluation of the complaint device reveals that the user's report could not be confirmed. The service personnel confirmed that the endoscope and the camera head were not connected to the subject device and then turned the power of the system off. They turned the power of the otv-s400 on /off a few times and then reconnected the power cord of the otv-s400, resulting in no error occurrence. Additionally, a stress test was performed by re-turning the power of the system on/off a few times, resulting in no error occurrence. A review of the device history record (DHR) for the complaint device was conducted, and it was confirmed that there were no abnormalities in manufacturing. Conclusion: the root causes could not be identified. Based on the investigation results, the probable cause is shown below: e116 error occurs in the case of no response of the cpu/gpu fan. In light of the fact that no error occurred by turning the light source on again or re-plugging the power cord into the wall mains outlet, the event could have been caused by the temporary failure in the cpu/gpu or by the temporary failure of the contact to the connector of the fan cable.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. An olympus representative was able to walk the customer through trouble shooting to resolve the issue. This event is currently under investigation. This report will be updated upon completion of the investigation or should any additional relevant information be provided.

Event description:
It is reported during maintenance of a visera 4k uhd camera control, the error code e116 was displayed. There was no patient impact related to this event.